Manufacturer narrative:
Device was discarded by the end user, unable to follow up.

Event description:
Plak smacker received a complaint saying that a toothbrush disintegrated in a (B)(6) year old girl's mouth and she might have swallowed some bristles. There was not any treatment after this happened.